Event description:
Blood pressure 110/60 on operating room table. Came to cardiovascular recovery unit femoral line and radial arterial line connected. Femoral arterial line 60/30. Radial/arterial line no wave form or pressure - rezeroed and got nothing. Central venous pressure 9, central venous pressure transient. Cuff pressure 101/42. No wave forms. No dashes. No numbers. 30 mins of not getting any info on the pt or a wave form from arterial line or central venous pressure. 45 mins later got arterial line wave form.